Manufacturer narrative:
(B)(4). B3 date of event - correction. B5 describe event or problem - correction to the following statement in the initial MDR, "on 12/28/2024, it was reported that around 3pm, the patient¿s right leg collapsed." And "data was provided for investigation. The allegation was confirmed via data as a no audio output. The probable cause is alert acknowledged before mute override." H2 correction/additional information. H6 investigation conclusion - additional.

Event description:
On 12/25/2024, it was reported that around 3pm, the patient¿s right leg collapsed. Data was provided for investigation. The allegation was confirmed via data as a no audio output. The probable cause is alert disabled, vibrate only, match phone, always sound disabled, or override mode/quiet mode, which is misuse of the device.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that no alert/notification occurred. On (B)(6) 2024, it was reported that around 3pm, the patient¿s right leg collapsed. The patient thought he was having a stroke. 911 was called and when emergency medical services arrived and tested the patient¿s bg meter reading, it was 30 mg/dl. No cgm comparison value was provided. The patient stated he was ¿shocked¿ that his cgm device did not alert him to his hypoglycemic state. The patient was transported to the emergency room and treated with a dextrose (d5) injection. After treatment, the patient¿s bg meter reading increased to 149 mg/dl. The patient was discharged from the hospital 3 days later. The patient was ¿fine¿ at the time of report. Data was provided for investigation. The allegation was confirmed via data as a no audio output. The probable cause is alert acknowledged before mute override. No additional patient or event information is available.